Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694965 implantable tachy lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the device was at end of life (eol) with a charge circuit timeout occuring. The device remains in use with the tachycardia therapies permanently deactivated. No patient complications have been reported as a result of this event.